Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump display was blank. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump does not work. Customer is calling back with blank display after receiving new battery cap. Customer reports display is blank. Customer states display is blank currently. Customer states battery compartment is damaged. Customer states the spring is damaged. Display did not return after inserting new battery and pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted. (B)(4).